Event description:
It was reported that pump experienced malfunction 16 while fault information was available. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and no additional issues were reported.